Event description:
The pt rec'd his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that one of the leads exhibited invalid impedance readings on several of the lead contacts. F/u on the pt found that he was reprogrammed using the other lead. The pt reported effective stimulation coverage using only one lead. No further pt complications were reported.

Manufacturer narrative:
Evaluation method: the device history sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue. The product was replaced and released for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.